Manufacturer narrative:
The (k) # is k072543. The meter came back for investigation and it was noted that the meter passed testing. This was a new meter and there were not readings in the meter memory. The reported issue was not confirmed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an error 2 message on the patient's one touch select meter. The patient mentioned that the alleged issue began on (B)(6) 2011 at around 2:30am. Due to the alleged issue the patient was unable to test his blood glucose. The patient did not take any action after obtaining the alleged error 2 message. At around 5:30pm that evening, the patient began sweating. The patient did not seek any medical attention or contact his physician for assistance. This was the first time the patient was using the product. While troubleshooting, it was noted that the patient was using one touch ultra test strips. The ultra test strips do not work with the select meter. The patient needs to use select test strips. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged error 2 message, the patient later developed symptoms suggestive of a serious injury.